Manufacturer narrative:
The reliance single-chamber washer disinfector is not under steris service contract for preventive maintenance; the user facility is responsible for maintenance activities. The user facility stated that their device is serviced and maintained by a third-party service provider (getinge). Following the reported event, a getinge service technician inspected the unit and found that water was leaking from the front seal of the unit's recirculation pump. The getinge technician replaced the pump front seal, ran a test cycle, confirmed the unit to be operating to specification, and returned it to service. Steris was not contacted for service following the reported event and has not been contacted for service since 2021. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that water was leaking from their reliance vision-single chamber washer/disinfector onto the floor. No report of injury.